Event description:
It was reported when using the bd preset¿ syringe with attached needle there was insufficient blood flow through the device. The following information was provided by the initial reporter and translated to english. The customer stated: "during the collection when the blood volume is about 0.6ml the arterial blood volume collected does not reach 3ml."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and functional testing, each drawn with colored water, and no issues were observed relating to insufficient flow as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode insufficient blood flow. Bd was not able to identify a root cause for the indicated failure mode.